Manufacturer narrative:
Implant regio 37 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechnical overloading of the implant this is a combined initial and final report. The initial report was submitted (B)(6) 2021 but did not pass.

Event description:
Implant fracture.